Manufacturer narrative:
The device associated with this report was not returned. X-rays were not available for examination. Investigational inputs were made in accordance with (B)(4) appendix a; rev. C. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event based on the lack of the product to examine and the supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
While using patella cutting guide, one of the welds on the saw capture broke, and the broken piece could not be found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.